Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The device was last checked in 2015. Upon interrogation, the pacemaker was found to have reached eri normally. After running a threshold test, the device went in backup vvi. The device was scheduled to be changed out, however, the patient decided against the procedure. The patient was stable throughout.